Event description:
It was reported that during the implant attempt upon opening the box for the lead, the physician noted that the screw was exposed and the screw was not perfectly in line with the lead body. It was not possible to retract the screw. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analyzed. The helix/lobe was distorted/bent. The proximal conductor and the lead were stretched. Visual analysis revealed the lead was damaged at implant. It cannot be determined at this time when and how the bend occurred.